Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, there was an incomplete staple line formation and gastric juice was also noted. The surgical procedure was extended for more than 30 minutes. Two more reloads was used to complete the procedure. There was difficulty in removing the reload.